Event description:
Mediport inserted by surgeon in 2007. Mediport was removed due to catheter being "fractured". Per interventional radiologist, the catheter was still securely attached at mediport hub with clear plastic locks still in place. A portion of the catheter had broken off, not dislodged from the hub. The fractured piece was retrieved by interventional radiologist and the pt had no complications from the procedure. The co rep was called and picked up the catheter and mediport for MFR inspection. It was determined to be catheter breakage due to "pinch off" which can occur as a complication which can be avoided by using a different approach to insert the catheter. Surgeon advised.